Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) mexico alleging that her onetouch ultra2 meter was prompting an "ER 2" message. Per the owner's booklet this error message could be caused either by a used test strip or a problem with the meter. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call to the patient. The patient reported that the alleged error message began to appear on (B)(6) 2012. The patient informed the csr that she manages her diabetes by taking a set dose of insulin. The patient denied making any changes to her usual diabetes management regimen due to the alleged issue. The patient reported that immediately after the alleged error message began to appear she began to feel dizzy. It is not known if the symptom was intermittent or ongoing; however, the patient claimed on (B)(6) 2012, a week after the issue started, she went to the urgent care. The patient stated that her blood glucose was "320 mg/dl" when tested on the clinic's meter and reported that she was treated with fast acting insulin by a physician. At the time of troubleshooting, the csr confirmed that the subject meter did not prompt the "er2" when it was manually powered on. The csr confirmed that the patient was applying the sample correctly; however, the alleged issue remained unresolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6).